Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 2017865-2020-03153. New information received notes the patient presented with a pocket infection prior to procedure. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The physician explanted and replaced the entire dual chamber pacemaker system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
External insulation abrasion was noted at 28.3 ¿ 29.2, 42.7 ¿ 42.8, 42.9 ¿ 43.1, 43.2 ¿ 43.7 and 43.8 ¿ 43.9 cm from the pin consistent with lead friction to the device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and insulation abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02755. It was reported that the patient's right atrial and right ventricular lead showed noise. The leads were explanted and replaced. During procedure, insulation abrasions were discovered on both leads. Patient was stable post procedure.